Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: review of the black box data revealed multiple unexplained power on reset events. On investigation, the battery cap was evaluated and found to be within required specifications and secured to the pump properly without causing interruption in power when manipulated. The pump was exercised for 24 hours without any interruption of power occurring. Investigation did not duplicate the complaint. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked.